Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to address bg. Reportedly, the pump software did not accurately adjust the amount of insulin delivered. During troubleshooting with tandem technical support, it was determined that the pump software was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.